Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type lead; product ID 37743, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 37752, serial # (B)(6), implanted: (B)(6) 2009, product type recharger. (B)46).

Event description:
Additional information received reported the patient no longer had concerns with his device or therapy. It was noted the unit was ¿working fine (all these years)¿ and was ¿working good.¿

Event description:
It was reported the patient¿s second wire was put in incorrectly. It was noted the patient¿s third wire worked perfectly.